Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin from the white power cable was confirmed. It was pin 4 (negative power line) that broke off the white power cable connector. A review of the submitted log file spanned approximately 3 days ((B)(6) 2021 per time stamp). Between (B)(6) 2021 at 16:39 to (B)(6) 2021 at 13:35 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black and white power cables being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after. There were no significant alarms and the driveline was disconnected on (B)(6) 2021 at 10:20:35 for a controller exchange. No other notable alarms were active in the log file. The heartmate 3 system controller (serial (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The provided information indicated that the controller was exchanged. A root cause for the broken pin cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pin from the power cable connector of the controller broke and dislodged into a battery clip connector. The controller was to be exchanged to ensure proper cable connection and function. A replacement for both was requested. Manufacturer report number of the battery clip: 2916596-2021-00717.